Manufacturer narrative:
The patient¿s gender was not provided. Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device- 1 year and 7 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient suffered a hemorrhagic stroke. Support was withdrawn and the patient expired on (B)(6) 2018. No additional information provided.